Manufacturer narrative:
An event regarding wear involving an accolade stem was reported. The event was confirmed. Method and results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was performed and concluded that:" there is not enough clinical information available to establish a root cause of failure with enough certainty" device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there has been one other event for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, and return of the device are needed to fully investigate the event.

Event description:
Patient had a left hip revision due pain.

Event description:
Patient had a left hip revision due pain.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.